Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of reddish residue on the lens surface. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the lens was damaged. The lens was removed with no patient injury. Another same model lens was implanted. Sutures were not required. The reporter stated the cause of the event was due to a new technician, the lens was not loaded correctly.